Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted one day post implanted due to dislodgement associated with tricuspid valve regurgitation. No additional adverse patient effects were reported.